Manufacturer narrative:
As reported, a 018¿ 3mm x 4mm 80cm high pressure (hp) slalom thrill percutaneous transluminal angioplasty (pta) ruptured during its initial inflation. It occurred before the air pressure reached its nominal pressure. It was replaced with an unknown balloon catheter to complete the procedure. There was no reported patient injury. The device was opened in the sterile field. The device was stored and prepped as per the instructions for use (IFU). This was for a shunt pta case. The intended vessel was the subclavian vein, which had mild calcification, moderate tortuosity, 99% stenosis, and was not a cto. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The same unknown indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was some mild difficulty crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the unknown syringe/indeflator when trying to inflate. The maximum inflation pressure was nine atm. The balloon re-wrapped properly, and the balloon catheter was removed easily. Other procedural details were requested but are unknown, unavailable, or not applicable. The device was not returned for analysis as it was discarded due to suspicious infectious disease. A product history record (phr) review of lot 17768373 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. The procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. The vessel was also described as having mild calcification, moderate tortuosity, and 99% stenosis which may have also contributed to damaging the balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 018¿ 3mm x 4mm 80cm high pressure (hp) slalom thrill percutaneous transluminal angioplasty (pta) ruptured during its initial inflation. It occurred before the air pressure reached its nominal pressure. It was replaced with an unknown balloon catheter to complete the procedure. There was no reported patient injury. The device was opened in the sterile field. The device was stored and prepped as per the instructions for use (IFU). This was for a shunt pta case. The intended vessel was the subclavian vein, which had mild calcification, moderate tortuosity, 99% stenosis, and was not a cto. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same unknown indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was some mild difficulty crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the unknown syringe/indeflator when trying to inflate. The maximum inflation pressure was 9atm. The balloon re-wrapped properly and the balloon catheter was removed easily. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will not be returned for evaluation as it was discarded due to suspicious infectious disease.